Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated power-on reset parameters were present. Critical ram parity error occurred in address (B)(4) on 2013 (B)(6). Power on reset (por) severity is low as the device should be able to fully recover after reset.

Event description:
It was reported that the device had a power on reset (por). The device went to vvi 65 and the representative was able to reprogram the device to its original parameters. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).